Manufacturer narrative:
See manufacturer¿s report # 3004209178-2017-07034 for the patient¿s other issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient did not heal well in pocket of their implantable neurostimulator (ins). As a result the battery was placed deep in the muscle. The patient status was noted as ¿alive ¿ no injury¿. Pertinent medical history included spinal cord disc disease, i2 to s4 fusion, hypertension, and high cholesterol. There were no further complications reported or anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.